Event description:
Pt reported an alleged lap-band leak and port flip that was discovered after the physician filled the band under fluoroscopy. Under fluoroscopy, the physician successfully flipped the port using the "fill needle" and began injecting the saline. The test showed saline "leak out through the tubing." The port and tubing were replaced and the pt was doing fine. After the revision surgery, the pt noted they were also being treated for anemia, hair loss, vitamin b and d deficiency, reflux and abnormal electrolytes. The pt also had symptoms of dysphagia and constipation. The pt also experienced a band slippage noted in another record. Further follow-up will be completed to gather add'l info.

Manufacturer narrative:
Taper unk. (B)(4). Another event regarding the same pt is documented in medwatch report#: 2024601-2010-00216. The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number, the date of the event, and the implant and explant dates. The info has not yet been rec'd by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because, no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Further info from the reporter regarding the serial number and the implant date has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the reported event of displacement as follows: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery.